Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that prior to implant this pacemaker could not be interrogated. Multiple programmers were used and the result was the same. The device was not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was confirmed that the device had no telemetry. The device case was opened to assess the internal components. Initial electrical testing revealed an issue with an interaction between the device¿s circuit board and an oscillating crystal, responsible for the timing of telemetry wake-up pulses, was the cause of the lack of telemetry observed clinically. Detailed testing of the internal components could not definitively determine root cause as one of the components self-healed during testing. After this occurred, telemetry was available.